Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email indicating high blood glucose readings from the insulin pump. The customer stated that while at a function, she gave herself insulin and realized her shirt was wet. The customer stated that she did not know how much insulin she had gotten, so she stopped eating dinner. The customer stated that she went home and her blood glucose was over 300 mg/dl. The customer stated that she will have to figure out her shots since she received too much vials of the insulin.